Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This information is provided in response to your request. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: it was reported that the customer's insulin pump was alarming button error and customer was in a back up plan due to issue with the insulin pump. The blood glucose level was not provided at the time of the call. The insulin pump is being replaced. Nothing further was reported.

Event description:
It was reported that the customer's insulin pump was alarming button error and customer was in a back up plan due to issue with the insulin pump. The blood glucose level was not provided at the time of the call. The insulin pump is being replaced. Nothing further was reported.